Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter did not work occurred. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined as the allegation was not found. In addition, signal loss greater than an hour was found in connection to the reported allegation for transmitter ID (B)(4). The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of a transmitter did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.